Event description:
A critical alarm due to motor stall was heard and also confirmed by telemetry. The pump was interrogated and the event logs showed 4 motors stalls with recoveries believed to have started on (B)(6) 2015. The patient experienced flu-like symptoms. At the time of the report the pump was permanently stalled with no recoveries in the logs /stall was constant. The device system was used to deliver prialt and morphine. The causality, intervention and final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Device evaluated by MFR: analysis of the pump revealed a feed-thru anomaly, specified as shorting across the insulator.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information was received indicating the patient¿s pump was replaced on (B)(6) 2015. A motor stall with recovery after 2 hours was reported. The stalls were reportedly not related to any electromagnetic interference (emi) or MRI procedures. When the pump was interrogated on (B)(6) 2015, it was alarming with another motor stall, and a tube set message occurred on (B)(6) 2014. The patient experienced underdose symptoms including nausea, sweating, and the return of their original pain in the left hip and back. The patient¿s status at the time of the report was alive with no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient first heard an alarm on (B)(6) 2014. A report was done and showed that the pump had stalled ¿a bunch of times¿, starting on (B)(6) 2014, and would recover. This occurred a total of 5 times, with the pump finally ¿stopping¿ on (B)(6) 2014. The pump was then alarming since (B)(6) 2014, so the patient went into the hcp ¿a week ago thursday¿ and the hcp disabled the alarm. The patient¿s hcp said that the pump was working, but sporadically. The alarm started back up 3 days after this appointment. The patient¿s symptoms started occurred on (B)(6) 2014. The patient experienced withdrawal. She was throwing up and, for several days, was ¿really, really sick¿, like she had the flu. The patient also had nerve pain. She went to the emergency room (ER) on (B)(6) 2014 and was in the hospital for a couple of days. Over the counter pain medications were given. It was noted that the patient planned to start work on (B)(6) 2014 but, due to the medical issues with the pump, she had to start a week later. The hcp planned to replace the pump a couple weeks following this report. Additional information indicated that the patient was supposed to have the pump replaced on (B)(6) 2015 but, due to a conflict, the replacement was being moved to the following week. Even though the hcp silenced the alarms, as of (B)(6) 2015, the pump was still alarming 4-6 times per day every ten minutes. Once an hour, the patient was getting hot flashes and nausea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was not on the calendar for a replacement to date.